Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. From visual observation, the weld between the handle and shaft is broken, resulting in the detaching of the shaft. Under magnification, it was found that the distal ending of the guide is flattened/deformed, indicating that the device has hit a hard surface or being dropped on the ground. This damage to the distal tip could have contributed in breaking the weld and causing the reported failure. This complaint can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the lab lead from the depuy synthes institute reported their gryphon fishmouth guide was broken and their penetrating grasper would not close during a cadaver lab. There were no patient involvement, therefore no patient consequences.